Manufacturer narrative:
The customer¿s report of the chemo solution was expected to infuse over a 24 hour period but completed in 19 hours was not replicated during testing. Inspection: an external and internal inspection of the customer¿s pump module exhibited the following: the right (male) iui date code 02/18 (february 2018) was observed with dry fluid. Based on the logs, the device was selected and the user programed a primary infusion: trabectedin 1.526mg/m2, (drug ID 281) at 8:50 am on (B)(6) 2021, at a rate of 20.8ml/hr and a vtbi of 500ml. The infusion was started at 10:52 am. The pump module infused until 10:53 am when the infusion was paused. The user selected setup on pcu and then restarted the infusion at 10:54 am with vtbi: 499.968ml. At 4:29 pm the user selected the volume infused key on the pcu. Then selects the clear all key. The pvi was 253.606ml. On 04 feb 2021 at 4:09 am, the user selected the volume infused key on the pcu. Then selected the clear all key. The pvi is 243ml. The pump module infused until 5:54 am when the device alarmed air in line. The infusion was paused at 6:00am and the pump module was channeled off at 6:06 am. The pvi is 36.69ml. The total calculated pvi for the trabectedin infusion is 396.092ml. The volume in the IV bag at the start of the infusion could not be determined in the logs. Rate accuracy testing found the device to be delivering fluid in specification. Inspection of the source pump module found no irregularities. Inspection of the pumping mechanism found no irregularities. No disposable set was not returned for this investigation therefore it could not be determined if the set was a contributing factor. Device history review: a review of the device history record showed the device had a manufacture date of 03/07/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s report that the chemo solution was expected to infuse over a 24 hour period but completed in 19 hours was not identified in this investigation.

Event description:
It was reported a chemo solution was expected to infuse over a 24 hour period but completed in 19 hours. There was no patient harm. Although requested, no additional information was provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, additional patient demographics was not provided.

Event description:
It was reported a chemo solution was expected to infuse over a 24 hour period but completed in 19 hours. There was no patient harm. Although requested, no additional information was provided.